Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails on both sides had failed and the bearing cage was damaged. A field service engineer replaced the half-height cubie drawers 4.1 and 4.2. The firmware was updated, and the system was rebooted. The storage space was reconfigured, and cubie pockets were transferred from the old drawer to the new drawers. The storage space was then successfully recovered and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 cubie failed and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.